Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the customer reported over infusion. A review of the event history log could not confirm the over delivery. The device was flow rate tested under multiple conditions with varying flow rates and volume to be infused, and the device performed as expected. During the evaluation, no device malfunctions were identified associated to the reported problem.

Event description:
It was reported that a sigma spectrum device over infused heparin to a patient. The alleged event occurred in the cticu infusing heparin 25,000 units in 250ml ns, 700 units/hr, at a rate of 7ml/hr for prevention of post-operative clot formation. The heparin infusion was initiated at 4:30pm and it was discovered approximately one hour and thirty minutes into the infusion that the IV bag was empty. The physician was notified, orders for ptt blood test to be drawn immediately and to continue until ptt becomes stable. It was noted that the ptt was elevated. Protamine (unknown dose) was ordered and administered to the patient intravenously to prevent bleeding. The ptt eventually stabilized. It is unknown how long the patient remained in cticu.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.